Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to get tampon out/foreign body in vagina [foreign body in reproductive tract]. Scratch- vagina [vulvovaginal injury]. Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. String came detached from the head of the tampon [device breakage]. Went to pull it out, string came detached...unable to get it out- vagina [complication of device removal]. Case narrative: relative reported via e-mail that when her daughter tried to remove tampon, the string detached. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Unable to get tampon out/foreign body in vagina [foreign body in reproductive tract] scratch- vagina [vulvovaginal injury] pain - vagina [vulvovaginal pain] pain - tampon [medical device site pain] cramps [muscle spasms] string came detached from the head of the tampon [device breakage] uncomfortable - vagina [vulvovaginal discomfort] tampon felt uncomfortable [medical device site discomfort] went to pull it out, string came detached...unable to get it out- vagina [complication of device removal] case narrative: relative reported via e-mail that when her daughter tried to remove tampon, the string detached. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Unable to get tampon out/foreign body in vagina [foreign body in reproductive tract] scratch- vagina [vulvovaginal injury] pain - vagina [vulvovaginal pain] pain - tampon [medical device site pain] cramping from the procedure - abdominal [abdominal pain] string came detached from the head of the tampon [device breakage] uncomfortable - vagina [vulvovaginal discomfort] tampon felt uncomfortable [medical device site discomfort] went to pull it out, string came detached...unable to get it out- vagina [complication of device removal] probable manufacturing cause [manufacturing issue] case narrative: relative reported via e-mail that when her daughter tried to remove tampon, the string detached. No serious injury reported.